Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the patient line and transfer set was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain one of four. The patient was connected at the time of the alarm. The patient stated they had woken up to the alarm and noticed the patient line had separated from the transfer set. The technical service representative (tsr) assisted with removing the cassette and advised the patient to start over with new supplies. The patient stated they had not seen any damage to their transfer set or the patient line while setting up for therapy; the connection had not been difficult to make. The patient stated they had been awake and believed they had accidentally stepped on the patient line, causing the connection to come apart. The patient advised they did not see any damage to the patient line or their transfer set. The transfer set was not replaced and the patient had been able to successfully complete therapy since the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.